Event description:
Related to (B)(4) the hospital reported that the when vasoview hemopro vh-3500 kit opened and the tip was broken. The kit was not used in a procedure. New kit used for procedure. The patient was in the or but the device was not used on the patient. No patient harm noted.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the when vasoview hemopro vh-3500 kit opened and the tip was broken. The kit was not used in a procedure. The patient was in the or but the device was not used on the patient. No patient harm noted.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/17/2023. An investigation was conducted on 04/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the heater wire. The gray silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The cannula was observed to be intact with no visual defects observed. The c-ring was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(4) rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "break" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000241828 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.